Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization due to low blood glucose. Customer stated that in (B)(6) 2006, he rolled his car due to a low blood glucose. Customer's blood glucose was 35 mg/dl. The customer was in the vehicular accident and was the driver. Customer stated was treated by emergency medical technician. Customer thinks that the low blood glucose was due to his not eating. Customer reported broken clip. Troubleshooting was done. Customer's blood glucose was 193 mg/dl. Advised will replaced the belt clip. Customer also reported he was taken to hospital due to low blood glucose. No further information provided.